Manufacturer narrative:
This was a double-blinded, comparative, superiority, multi-center clinical investigation of mepilex and mepilex ag conducted in (B)(4). Based on the available info, this event is deemed a serious injury. As this was a double-blinded study we are not at this time sure of which of the devices was used on this subject. Therefore, we have reported on both products. No add'l pt / event info has been provided to date. The investigators assessment of relationship of subject incident relation to product is unlikely. Should add'l info become available, a f/u report will be submitted.

Event description:
Pt was enrolled in a double-blinded, comparative, superiority, multi-center clinical investigation of mepilex and mepilex ag. The subject died from cardiac decompensation.